Event description:
It was reported that the patient presented in the operational room due to the high lead impedance value on the right ventricular lead. The physician tried to re-position and re-evaluate the lead but the impedance value was still high. The lead was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.